Manufacturer narrative:
Complaint no: (B)(4). Device manufacture date - january 2015. (B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. An internal and external visual inspection was performed with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. A short simulated therapy was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a heater plate on a homechoice was getting too hot. The home patient (hp) was not connected. The technical service representative advised the hp to use continuous ambulatory peritoneal dialysis (capd) supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.